Event description:
The download of a (B)(6) male pt revealed excessive check therapy electrode pad messages. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation pinched wires were found in the monitor's electrode belt connector. The pinched wires caused intermittent check therapy pad messages. The root cause for the pinched wires in the electrode belt connector could not be positively identified. No adverse event resulted form the pinched wires. The pt received a replacement monitor.